Event description:
A peritoneal dialysis pt reported that fluid was leaking from the bottom of the cassette door. Pt has not used cycler since and he does not have the cassette he used when cycler was leaking. There is no report of pt ill effect.

Manufacturer narrative:
No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.